Event description:
Customer provided vague report of air in filter with possible leak. Set was received with fluid in tubing. Nurse theorized leak had occurred because moisture was present on the pt's bed. No pt harm or medical intervention occurred. Although requested, no further pt/event info was reported.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.